Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 432 mg/dl. The other relevant blood glucose level was 250mg/dl, 275mg/dl, 300 mg/dl, 400 mg/dl, 186 mg/dl, 200 mg/dl, 140 mg/dl and 150mg/dl. The customer declined troubleshooting for high blood glucose. The customer treated with manual bolus. The customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used.